Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the medical personnel was attempting to save the device data onto a disk a code displayed and boston scientific technical services (ts) was contacted. Ts noted that the code did not indicate any issues with the device since it displayed while saving information from the device's memory to a disk. However the clinician noted that prior to the save to disk the cardiac resynchronization therapy pacemaker (crt-p) longevity indicated two and a half years remaining while after performing the save to disk it read less than six months. Ts suggested sending in the save to disk data for longevity calculations. At this time the physician has opted to continue to monitor the patient and the patient will be scheduled for a follow up to check the status of the battery. The crt-p remains in service and no adverse patient effects have been reported.